Event description:
The customer reported that the pt went to the emergency room complaining of right groin pain. Stated groin was red from the time he left the hospital on 1/18/99 and got worse. On 1/26/99 site had blood and pus coming out of it. Emergency room dr diagnosed right groin cellulitis/abscess. Site culture showed +4 wbc and +3 gram cocci. Incision and drainage was performed in emergency room prior to admission and placed on intravenous antibiotics. Discussed post care management and site care with pt, pt was complainant. Pt did deny having a fever, chills, nausea and vomiting.